Event description:
It was reported by the patient that they have dizzy spells whenever they lie down. The patient also indicates that the day after the implantable pulse generator (ipg) was implanted they developed a hematoma and they were instructed to wear a wrap for five weeks that applied pressure to the device. The patient also reported that the ipg has moved down to the left breast. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.